Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 6f sheath after a diagnostic coronary angiogram procedure. Reportedly, after proglide device deployment, the lever was closed to close the proglide foot; however, the proglide could not be removed. Surgery was performed to remove the proglide device. Embolectomy was performed and the artery was repaired with a vascular patch. A delay in the procedure was reported. No additional information was provided.

Event description:
It was reported, that an arteriotomy closure of the right common femoral artery was attempted. Using a proglide device with a 6f sheath, after a diagnostic coronary angiogram procedure. Reportedly, after proglide device deployment, the lever was closed to close the proglide foot. However, the proglide could not be removed. Surgery was performed to remove the proglide device. Embolectomy was performed. And the artery was repaired with a vascular patch. Manual compression was applied to achieve hemostasis. A delay in the procedure was reported. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported entrapment of the device could not be replicated in a testing environment, as it was based on operational circumstances. A posterior foot break, not returned, was found during evaluation of the returned device. The location of the detached foot is unknown. A review of the manufacturing records, revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history, identified no similar incidents from this lot. The patient effects of embolism and vascular injury (tissue damage) are listed in the proglide instructions for use (IFU), as potential adverse events of use of the device. The investigation was unable to determine, a conclusive cause for the reported difficulties. However, the treatment appears to be related to circumstances of the procedure. There is no indication, of a product quality issue with respect to the design, manufacture, or labeling of the device.